Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2018 due to hemorrhagic stroke. The patient expired while traveling in the netherlands. The patient's inr was 1.9. No incidence for pump related issues was reported. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the reported event could not be conclusively determined during this investigation. No device-related issues were identified through the evaluation of the pump. Upon disassembly of returned device, depositions of loosely clotted blood were observed in outlet stator and on the body of the rotor. The observed depositions were unstructured, non-laminated, and were not adhered to the blood-contacting surfaces. Moreover, the depositions showed no evidence of denaturation to indicate that the depositions were present during pump support. The depositions were consistent with post-explant blood, which did not appear to have been present during pump operation and would not have contributed to a functional issue. There was no evidence of any adhered or developed depositions or thrombus formations within the device. No other anomalies were identified. The heartmate ii lvas instructions for use (IFU) lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.